Event description:
It was reported that the construction site accident patient presented with an l5 burst fracture with cauda equine compression, multiple thoracic fractures, as well as burst fracture at l5 with retropulsion of a large fragment of bone which almost completely obliterated the canal. Patient had numbness in left leg but fairly normal movement. The patient underwent a procedure for anterior corpectomy at l5, and arthrodesis with peek cage filled with bone and bone morphogenic protein, and stabilization with titanium plate, and screws. While tapping in place, the peek cage was broken. The implant and broken pieces were retrieved and was replaced with expandable cage. It was reported there was significant blood loss during the operation. No patient complications were reported.

Manufacturer narrative:
(B)(4). The user facility would not release the device to be returned to medtronic for evaluation. Pictures of the device were received; implant lower interfacing tab broken at the base of the implant. The location and morphology of the fracture surface provide some evidence of brittle overload. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.